Manufacturer narrative:
Date of event: unknown. Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode with the incident lot was observed. Bd has initiated a CAPA to document further investigation and root cause(s) of this product issue.

Event description:
It was reported that bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes had barrier separation. No report of injury or medical intervention. No report of blood exposure to mucous membrane.